Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an unrelated inpatient hospitalization. Upon device check up, it was noted the right ventricular lead exhibited progressive capture elevation since mid-november. Further testing noted no right ventricular capture. The lead was capped and replaced on (B)(6) 2020. The patient was stable and did not have any symptoms related to the loss of right ventricular capture.